Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that there was malfunction with the video splitter. After did some functional test it confirmed that it was loose connection and need to reconnect the cable of blv, which caused the images are not displayed on the monitor. The philips engineer reconnected the cable of whg and blv, after reconnecting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion 3 m15 system had a video splitter problem. It was later indicated that the patient live imaging was lost during the procedure. No harm has been reported. It was later indicted that the blv cable was loose and required the connection to be secured, which returned the device back to functionally. Philips has started an investigation of the complaint.